Event description:
It was reported that this device had a battery depletion error. The device was being checked at the clinic when the alert occurred. The pulse generator has been implanted greater than seven years. There were no additional adverse patient effects. The device remains implanted.